Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 18-6/5.8/75 and a 16-6/5.8/75 xxl esophageal balloon catheters were advanced for dilatation. However, during first inflation at 2-3 atmospheres, both balloons ruptured. The procedure was completed with another xxl balloon. There were no patient complications reported and the patient recovered without issues.